Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was a purple line going across the middle of the screen. The customer's blood glucose level was not impacted. Reportedly, the customer was able to access the pump and would continue to use the pump until replacement pump is received.